Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was in the ostium of the left anterior descending artery. The 3.0 x 16mm promus element plus stent delivery system (sds) was deployed successfully and the sds was removed. A 3.5 x 8mm rx quantum apex balloon catheter was used for post dilatation and when this was removed there was significant stent deformation noted. The same balloon catheter was used again to successfully resolve the stent deformation. The stent was assessed with ivus and the physician decided to not perform any additional intervention. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).